Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced syncope and had high pacing rates of 130 bpm. The activity threshold was adjusted to dampen the pacing rate. The device remains in use. No further patient complications have been reported as a result of this event.